Manufacturer narrative:
(B)(4). The customer returned a swg assembly missing the end cap, an ars with introducer needle , and lidstock for evaluation. Visual examination revealed that the spring wire guide had one kink near the middle of the guide body. The location of the kink would be well inside the protective hoop during shipment. There were no defects on the hoop itself. There was also biological material on the thumb guide and spring wire guide. The kink in the guidewire was located at 185 mm from the distal end. The overall length of the guidewire measured to be 604 mm which is not within specifications. This probably means the customer did not return the reported guide wire or did not use the guide wire that was provided within this kit. The outer diameter of the returned guide wire measured to be 0.810 mm which is within specifications. The returned guide wire was able to pass through the returned ars and inventory introducer needle without significant resistance except when passing over the kink. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with the kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The IFU also cautions, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." Corrective action is not required since the root cause could not be determined due to the discrepancy between the customer report (defect prior to use) and the returned sample (used guide wire). Likewise, the length of the guide wire returned does not match the length of the guide wire that is provided within the reported kit. The report of a spring wire guide kinking in the package was not confirmed through this complaint investigation as biological material was discovered on the guide wire body. Visual examination revealed a single kink in the middle of the guide wire body, that would be protected by the protective hoop during shipment. Although the customer stated in the complaint description that the defect was identified "prior to use" evidence of use was observed on the returned sample. All relevant functional were met. However, the overall length of the guide wire was not within specification, this probably means either the customer did not return the correct guide wire, or did not use the guide wire provided within this kit. A device history record review did not reveal any relevant findings. Based on the customer description and the sample received, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked when the package was opened and prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked when the package was opened and prior to patient use.